Event description:
The customer reported that the unit displayed the error message stating that the device restarted due to a hardware failure. There was no reported pt involvement and/or pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.